Event description:
The manufacturer received information alleging that a trilogy evo device had a ventilator inoperative condition. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.